Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (health effect ¿ clinical code). Additional information: e1 (event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a pump alert. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. The device was not repaired. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a pump alert. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. The full name of the event site was shortened due to field character limit; the full name is (B)(6).